Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Upon inserting a screw into an acetabular cup, the screwdriver tip broke off in the screw head. The tip was retained in the screw head.

Event description:
Upon inserting a screw into an acetabular cup, the screwdriver tip broke off in the screw head. The tip was retained in the screw head.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw. The appearance of the fracture surface suggests that the user applied a strong axial force to the driver shaft while tightening a screw and the combined loading caused the driver tip to fracture. A review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be application of excessive force by the user. No material or manufacturing defects were noted during the investigation.